Event description:
It was reported that one day post implant, the right ventricular lead exhibited high capture threshold, low pacing lead impedance, and decreased sensing amplitudes. The lead was repositioned. The day following repositioning, the lead exhibited loss of capture, high pacing lead impedance and low sensing amplitudes. Fluoroscopy revealed cardiac perforation. The lead was explanted and replaced without further complication to the patient.

Manufacturer narrative:
(B)(4).